Event description:
It was reported that the power module's battery connecter was broken. This power module was seen in the storage room defective. There were no alarms associated with the event. There was no patient involved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a broken power module battery connector was confirmed via evaluation. The heartmate power module (s/n: (B)(6)) was inspected at the service depot. Visual inspection confirmed that the battery clip was damaged, and the battery door was missing. The damaged parts were replaced, and the power module underwent a functional checkout. The unit passed all applicable tests and was returned to the customer site. Per the provided information, no alarms or patient was involved with the event. The power module was located in a storage room. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.